Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported the pump engine stopped running, which was confirmed to be a motor stall. It was stated that it was a recall pump. The event date was (B)(6) 2020. The pump was replaced on the same date and the issue resolved. The pump would be returned for analysis. There were no reported contributing factors. There were no reported patient symptoms. The patient status was alive - no injury. Further complications were not reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the pump would not be returned.